Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Software was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system displayed a message that an unregistered exam was on the navigation system and would require manual registration. It was noted that the medtronic imaging system and navigation system had a green line of communication in the software. A respin was performed to continue the procedure as there were no issues. When performing a confirmation image acquisition, it was reported that the imaging system 3d functionality was disabled. The navigation system ethernet cable was then unplugged and reseated and an additional image acquisition restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.